Event description:
(B)(6): toshiba (B)(4) reports to covidien (B)(4) via service report; the hand held is not working and generator touchscreen monitor is not working. No x-rays from unit possible. (B)(6): covidien (B)(4) reports via e-mail; customer provides the following: customer discovered problem prior to a patient procedure- as part of pre-patient operational check. Customer has no back up room available. Procedures cancelled. No reported injury.

Manufacturer narrative:
Toshiba service engineer reports finding the handswitch was not working and generator touchscreen display was not working which resulted in no x-rays possible from the unit. Service engineer found the leg on the power rectifier board broken and replaced the tables handswitch pc board assembly. Service engineer also replaced the generator console to resolve the display issue.